Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: e1 (initial reporter), h6 (medical device ¿ problem code, type of investigation). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the issue was reproducible, caused by a pressure leakage from connector. The connection failure was due to aging deterioration. After correction, device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion), h11. Corrected fields: e1 initial reported name submitted by mistake). It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had an autofill error. There was patient involvement and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the issue was reproducible, caused by a pressure leakage from connector. The connection failure was due to aging deterioration. After correction, device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6). Event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use cs300 intra aortic balloon pump (iabp) had automatic filling error occurred. The pump was replaced to continue the treatment. There was no harm or injury reported.